Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a craniosynostosis procedure for trigonocephaly, three 1.5mm rapid resorbable cortex screw (4mm sterile) screw heads snapped off as the surgeon was advancing a screw with a thumb and index finger turn insertion. The surgeon had used a 1.1mm drill bit, 4mm in length and tap to prepare the screw hole. The surgeon decided to complete the surgery with a competitors product instead. It was reported that the surgery was delayed 10 minutes. Patient was noted to be stable. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.